Manufacturer narrative:
A correlation between the device and the reported hemolysis and suspected thrombus could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient&#62688;post-operative course was complicated by multiple hematomas that had to be surgically debrided and evacuated. The patient was on either coumadin and heparin or just a heparin during the patient's post-preoperative stay. Anticoagulation had to be held before each return surgery. Eventually the patient&#62688;lactate dehydrogenase level started to increase due to the interruptions in anticoagulation and the patient developed hemolysis and unspecified signs of pump thrombosis despite treatment with integrilin and other antiplatelet therapies. The patient developed multiple system organ failure and care was ultimately withdrawn from the patient on (B)(6) 2015.

Manufacturer narrative:
This report is regarding the patient's suspected pump thrombus on their second pump and subsequent expiration. The referenced initial exchange for suspected pump thrombus was reported under medwatch MFR report# 2916596-2015-02370. (B)(4). Approximate age of device: 2 months. The device was not available for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. The patient was originally implanted on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to suspected device thrombosis. The patient again developed signs of suspected device thrombosis, however, the patient was non-compliant and another pump exchange was ruled out. The patient was put on palliative care and expired on (B)(6) 2015. No further information was provided.